Event description:
The customer discontinued use of the homechoice (hc) machine and returned it to baxter (B)(4). The product analysis laboratory (pal) determined the hc machine system failed rite (returned instrument test/evaluation) testing due to a rite - ground bond failed performance spec: measurement 0.110 ohm; specs are 0.001 - 0.100 ohm. Rite test failure, no patient involved.

Manufacturer narrative:
(B)(4). During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the ground bond verification, measurement: 0.110 ohm. The device was evaluated in the product analysis lab (pal). Performed continuity test between power entry module (pem) ground and door post and resistance went from 0.122 ohm to 0.006 ohm when the door post set screw was completely tightened. The loose door post caused a poor connection between the pem ground and door post resulting in the ground bond failure. Assignable cause for the rite failure of ground bond failure was determined to be caused by a loose door post set screw. Scrap door post. Device was sent to servicing.